Manufacturer narrative:
The patient's left proact implant was placed periurethrally, proximal to an the area of necrotic tissue that was noted during the pre-operative cystoscopy. During inflation of the device, after the patient's left implant had been delivered, the proact balloon waisted and appeared to have a protuberance towards the urethral wall. Post-placement cystoscopy confirmed that the protuberance had migrated through the area of necrotic tissue in the urethral wall. Both dr. Flynn and the attending uromedica representative are confident that the urethra was not perforated by a surgical instrument during the procedure. The patient will return in the coming weeks for monitoring due to further migration/erosion concern. Uromedica (B)(4).

Event description:
Perioperative left-side urethral migration of a proact implant through an area of necrotic tissue in a proact patient. The proact implant was repositioned distal to the area of necrotic tissue and the procedure was completed. The patient was catheterized and sent home with the catheter in place.